Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since 13 years or more have passed since the delivery, ithe likely cause of the lock and pin of the video connector becoming worn out and broken down is due to repeated use for a long time or that the connector lock failure occurred due to the user's application of force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, it is speculated that a phenomenon in which the image collapses has occurred. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear. When plugging connectors into terminals, hold the connector plug horizontal to the terminal and push it in completely without applying excessive force. If the connector is held at an angle, or if excessive force is used to connect it, the connector pins may be deformed. Complaints of this nature will continue to be monitored and trended per olympus procedures. .

Manufacturer narrative:
The referenced video unit was returned to the olympus service center. The evaluation found the lock latch on the video connector was worn out causing a unstable / loss of image when the video cable is manipulated. Additionally, there is a worn out connector block causing an unsecured connection to light guide. Main lamp was discolored/brownish and the secondary lamp was missing. There is a dead battery; not holding settings and discoloring on the front panel. The customer declined repairs and the unit was returned to the customer unrepaired. A review of the repair history shows the unit was purchased on (B)(6) 2007 with no repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the user facility reported the video system's image has dark around the edges and light source auto function is not working. No patient involvement was reported.